Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported speaker malfunction. It is unknown if sound is still coming from the intellivue mx450. A loss of audio cannot be ruled out based on information currently available. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: a authorized representative went onsite to evaluate the device and found that a speaker malf. Inop was displayed. The speaker was defective and needed to be replaced. A replacement of the speaker was performed accordingly by the authorized service provider. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction. It is unknown if sound was still coming from the intellivue mx450. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was in use on a patient. There was no report of patient or user harm.